Event description:
The customer requested a replacement high voltage capacitor. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.